Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, a21 error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No failed battery alert, no battery out limit alarm and no weak battery alarm noted during our testing. The insulin pump was received with corroded battery tube, cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received failed battery test alarm, battery out limit alarm and weak battery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed battery test alarm recurred after troubleshooting. The insulin pump will be returned for analysis. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.